Manufacturer narrative:
Injector barrel is bent.

Event description:
It was reported that the surgeon was pushing the plunger on a medicel nanopoint injector and felt resistance with the plunger about half way down the barrel. The surgeon thought the barrel might be bent. There was no lens used and no patient contact.